Event description:
A malfunction, indicated by malf 12 code, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. With assistance from technical support, the customer successfully reset the pump, and the issue did not recur, allowing continued use of the pump. The customer was advised to contact support again if the malfunction reappeared.